Event description:
The reporter alleged a red screen whenever the device is turned on and displayed on the screen "vent is inoperative." There was no harm or injury reported. Onsite evaluation of the device was performed by a field service engineer (fse) and a ventilator inoperative error related to evt_mach_flow_drift_high was confirmed. The device's system board was replaced to address the issue.

Manufacturer narrative:
The reporter previously reported alleging a red screen whenever the device is turned on and displayed on the screen "vent is inoperative." There was no harm or injury reported. Onsite evaluation of the device was performed by a field service engineer (fse) and a ventilator inoperative error related to evt_mach_flow_drift_high was confirmed. The device's system board was replaced to address the issue. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without issue or error codes.